Event description:
It was reported that prior to use, the device was overheating. There was no patient involved in this event.

Manufacturer narrative:
H3: during the inspection upon acceptance, it was observed that a handpiece error occurred when connecting the ipc and the device did not work/operate. Upon internal inspection, it was found that the motor and housing were stuck due to dirt and rust, and that bearings and other parts had deteriorated. Since the device did not work/operate, overheating could not be observed. B5: new information updated. Previous codes e2401 & f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the device was overheating. There was no known patient impact in this event.

Manufacturer narrative:
H3: analysis found error 15, overheating cannot be observed because it does not move/work, the nut collet, motor cannot be removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.